Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however a video was provided. Upon observing the video, it was found that the shaft is loose from the handle. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the issue reported can be attributed to hard use and torsion movements of the device which may cause the shaft to loose from the handle, however, this cannot be conclusively determined since the customer did not provide more details in regards this failure. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: since the lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed.

Manufacturer narrative:
The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a shoulder stabilization surgery on (B)(6) 2021, it was observed that the inner metal tube (near tip) started to rotate separately from the main metal tube on the ideal suture shuttle 45 degrees left device when the surgeon started doing a hard torque. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.